Event description:
The consumer reported the patient's implantable neurostimulator (ins) had to be moved because she had lost weight and her machine shifted. They had to go back in and reposition it. The surgery occurred in the last part of 2015 or first part of 2016. It was unknown when the patient lost weight or if the device was the manufacturers. It was noted the patient just took and put the little black thing on the spot and recharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.